Manufacturer narrative:
(B)(4) device evaluation indicated that the complaint was not verified. Upon receiving, the ipg was in hibernation, and it was charged to 3.811 volts in one charging cycle. The battery depletion and sleep current rates were within the expected ranges, 9.55 mv and 88 ua respectively when the device was turned off. The patient data showed it had been fully charged most of the time in the field. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was having a difficult time getting her implant fully charged and had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively.